Manufacturer narrative:
The user was only able to find low or no signal and can't palpate the sensor. The user attempted the placement test several times, but most of the time they can only find "no signal". The user is being advised to contact the hcp to discuss next steps, such as removal and replacement of the sensor.

Event description:
On (B)(6) 2024, senseonics was made aware of an incident where user was only able to find low or no signal and can't palpate the sensor.the user attempted the placement test several times, but most of the time they can only find "no signal".the user is being advised to contact the hcp to discuss next steps, such as removal and replacement of the sensor.